Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that the radio frequency telemetry was disabled. Programming changes were made and the radio frequency telemetry was successfully re-enabled. No adverse patient consequences were reported.